Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the bottom of the cartridge leaked when the cartridge was being filled. Reportedly, the user filled the cartridge with 500 units. The user could not remember their blood glucose level. The user successfully changed the cartridge.